Event description:
During preparation for a ptca/stenting treatment procedure the nir elite balloon would not hold negative pressure. The nir elite balloon catheter was removed and replaced with another balloon to successfully complete the stenting procedure. Patient status is reported as 'good'.